Manufacturer narrative:
(B)(4). Magnet not received by manufacturer.

Event description:
Per the clinic, the patient experienced a lack of benefit with device use. Subsequently, the internal magnet was removed on (B)(6) 2016.